Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. No insulin leaking on reservoir noted. The pump was unable to perform displacement, basic occlusion,occlusion, prime and excessive no delivery test due to button error alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 54 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.